Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Part: 04.168.000s, lot: 46p7438, manufacturing site: (B)(4), release to warehouse date: 13. Mar. 2020, expire date: 01. Mar. 2030. A manufacturing record evaluation was performed for the finished device 04.168.000s lot: 46p7438 and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent an implant surgery with the femoral neck system (fns). On an unknown date, the surgeon confirmed that a cut-out occurred. On (B)(6) 2020 the patient underwent a revision surgery due to the cut-out. In the revision, the fns implants were removed successfully and a bipolar hemi-arthroplasty (bha) surgery was performed. The surgery was completed successfully. This report is for one (1) femoral neck system plate 1 hole - sterile. This is report 1 of 4 for (B)(4).